Manufacturer narrative:
D4 lot number: al050120. This event was previously submitted via asr on 24jun2019 (exemption number e2014015); this report is intended to be a follow up report to submit additional information that was received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that in (B)(6) 2016 the patient was experiencing or had experienced mesh exposure through the anterior vaginal wall. The mesh was explanted.